Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the black box showed a single power reboot occurrence which was associated with a battery change on the date of the alleged issue occurrence. The battery compartment was cracked. The returned battery cap was able to fit securely. When the battery cap was tightened and then unscrewed half turn, no power reboots occurred. Corrosion was observed on the display screen inside the pump. Upon removal of the pump cover, further corrosion was found to the display flex connector, the force sensor circuit and to the power circuit. Unrelated to the original complaint, the bolus button cover and slug were detached and missing. A leak test failed due to a bolus button leak. The display screen was dim and discolored. The piston was unable to recognize the cartridge upon the first load attempt, making further adequate investigate of the reported ¿power¿ complaint impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery compartment damage with moisture ingress behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.